Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected b-hcg results were obtained from two different samples from the same patient when using vitros immunodiagnostics product b-hcg ii, reagent lot 4740, on a vitros 5600 integrated system. Patient 1, sample 1 vitros b-hcg ii result of <2.39 miu/ml vs. The expected result of >15000 miu/ml patient 1, sample 2 vitros b-hcg ii result of <2.39 miu/ml vs. The expected result of >15000 miu/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected b-hcg ii results were not reported by the laboratory. There was no allegation of patient harm as a result of this event. This report is number two of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected b-hcg results were obtained from two different samples from the same patient when using vitros immunodiagnostics product b-hcg ii, reagent lot 4740, on a vitros 5600 integrated system. The lower than expected patient sample results could not be determined with the information provided. A vitros tsh lot b-hcg ii reagent related issue is not a likely a contributor to the event as historical qc fluid results were accurate and precise. Additionally, ongoing tracking and trending does not indicate any performance concerns with these lots. No precision testing was performed on the vitros 5600 integrated systems at the time of the event and historical vitros qc fluid results were not precise, therefore, an instrument related issue cannot be entirely ruled out as a contributor of the events. The customer informed the ortho tsc that the patient samples were retested, yielding results of >15,000 miu/ml. The customer further suspected a sample mix-up, confirming that the initially lower than expected vitros b-hcg ii results were most likely due to patient sample mix-up, however, this was not confirmed.